Event description:
During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, and prior to ablation the patient experienced cardiac perforation/pericardial effusion treated with pericardiocentesis and removal of 100ccs. The patient was stable. The issue was discovered as the medical team was about to ablate in the coronary sinus, and when they were navigating the catheter into the coronary sinus (cs), the device perforated through and ended up in the pericardial space. The patient had a pericardial effusion. On the carto 3 system, the medical team noticed the catheter seemed to move in a way that it shouldn't have and they checked ice (intracardiac echocardiography) and that's when they noticed a minor effusion starting to form. Pericardiocentesis was performed on the patient and approximately 100cc's of blood was drained. The last known status of the patient was stable. The webster cs catheter, webster quad catheter, soundstar catheter, and thermocool smarttouch sf catheter were the only bwi products in the body at the time of the event. Other devices in use were the carto 3 system and ngen generator. The procedure was aborted. The physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event fully recovered (no residual effects). The patient did not require extended hospitalization. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The energy delivered was rf (radiofrequency). Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. No evidence of steam pop. The event occurred during ablation phase. The flow setting was standard 35+w. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, vector and visitag. The visitag module parameters for stability used were 3mm, 25% fot (force over time), and 3s. Additional filter used with visitag respiratory. The medical team did not believe that the catheter movement was a visualization issue, but a result of when the catheter perforated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, and prior to ablation the patient experienced cardiac perforation/pericardial effusion treated with pericardiocentesis and removal of 100ccs. The patient was stable. The issue was discovered as the medical team was about to ablate in the coronary sinus, and when they were navigating the catheter into the coronary sinus (cs), the device perforated through and ended up in the pericardial space. The patient had a pericardial effusion. On the carto 3 system the medical team noticed the catheter seemed to move in a way that it shouldn't have and they checked ice (intracardiac echocardiography) and that's when they noticed a minor effusion starting to form. Pericardiocentesis was performed on the patient and approximately 100cc's of blood was drained. The last known status of the patient was stable. The webster cs catheter, webster quad catheter, soundstar catheter, and thermocool smarttouch sf catheter were the only bwi products in the body at the time of the event. Other devices in use were the carto 3 system and ngen generator. The procedure was aborted. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31673713l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).